Event description:
The manufacturer received information alleging a patient expired while using a m10 millennium concentrator. It was reported to the manufacturer that the tubing connecting the concentrator to the patient's oxygen mask became separated from the concentrator and the patient did not receive oxygen therapy for an undisclosed period of time. The patient was taken to the hospital for unresponsiveness and later expired. The brand and manufacturer of the mask and tubing is not known at this time. The investigation is still ongoing and a follow up report will be filed when the investigation is complete.